Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and diabetes ketoacidosis. Blood glucose level at the time of the incident was 245 mg/dl. Customer stated that they took carbohydrates and it was never enough and changed site as my blood glucose was over 200 mg/dl. Customer treated blood glucose with a bolus through the insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. Customer treated for high blood glucose using insulin pump and syringe. Customer does not alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.